Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced blurry vision. Hence the lens was explanted and replaced with non-company lens in a secondary procedure. The clinical reason for explant was poor neuroadaptation. Additional information was requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).